Event description:
The pt went for the first radiographic control after surgery. Surgeon suspected through x-rays that some particles of the barium sulfate appeared not to be correctly integrated (with more radiopaque areas visible on the x-rays). This event did not occur during a surgical procedure; therefore, there was no adverse consequence for the pt.